Event description:
It was reported that during an ablation treatment procedure, the device failed to shut off. They completed the case with the maestro 3000 cardiac ablation system. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: upon receipt of the maestro controller, it passed power-on self-test and all steps of its final test that could be performed without removal of the device's cover. Review of the maestro controller service code history did not find any errors related to the customer's complaint. Additional cycles of rf delivery on/off were performed with rf output being terminated each time when the maestro controller rf power control button was depressed. Environmental stress testing was performed (which included low and high temperature, and high and low line voltages) with rf output successfully terminated each time by depressing the rf power control button on the maestro controller. Additional rf delivery testing was performed with a foot switch attached to the maestro controller and also a maestro remote control test fixture attached to the maestro controller and was able to terminate rf output each time with the foot switch, maestro remote rf power control button, or the maestro controller rf power control button. Rf output was also verified to terminate as expected when waiting for the set ablation time to end. Visual inspection of the maestro controller was performed with the top enclosure removed. Nothing was found during visual inspection of the device that could account for the customer's complaint. Visual inspection of the maestro controller rf power control button was performed. No physical damage was noted to the rf power control button assembly. The rf power control switch harness assembly was removed from the maestro controller and performed visual inspection. No visible damage to the assembly was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an ablation treatment procedure, the device failed to shut off. They completed the case with the maestro 3000 cardiac ablation system. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).